Event description:
It was reported a port was placed initially without incident for chemotherapy administration. Approx. 18 months post placement, the pt complained of dizziness. X-ray revealed the catheter had fractured and migrated to the heart. Retrieval of the detached catheter segment was uneventful. No further details regarding the circumstances surrounding this event are available. No pt sequelae resulted from this event. The device has been destroyed by the user facility. Therefore, no failure analysis will be available. Co's follow-up indicated this port was in place for approx. 18 months and was accessed several times without incident. Since this device was in place for over 18 months and no difficulty accessing the device was encountered prior to this incident, we believe pt anatomy as well as user technique during access, may have contributed this event. However, without evaluating the device, co is unable to determine the exact cause for this event.